Manufacturer narrative:
Lens work order search. Visual inspection of the returned product found one haptic bent. There was evidence of reddish residue. Both sides of the lens optic and haptics were checked for rough sharp edges and were found to be acceptable. A lens work order search was performed, and no similar complaints were found. Conclusions: based on the complaint history, work order search, and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. Upon insertion of the lens, the surgeon noted a tear in the posterior capsule and vitreous fluid was present. The incision was enlarged to remove the lens, and an anterior vitrectomy was performed. Another lens was implanted and sutures were required to close the incision. The reporter stated this facility uses a competitor's phacoemulsification equipment.